Event description:
The patient was on the table having b.e. Performed on them. The patient was on their stomach and the table top was driving and pinched their fingers between the table top and the subtop. The patient was given medical treatment to their fractured 4th and 5th finger tips, pain medication and placed in a metal splint. The patient was then transferred to medical ctr for further treatment. The table was being driven to the foot end of the table.